Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode where atrial beats fell into cross chamber blanking simultaneous with ventricle. The crt-d then delivered inappropriate anti-tachycardia pacing and a shock for atrial fibrillation with a rapid ventricular response. Various programming options were discussed. Additional information was received from the field mentioning that the crt-d delivered more inappropriate atp and shocks due to supraventricular tachycardia (svt) as the rhythm accelerated from a monitoring only zone to a therapy zone where one of the treating decisions was reached. More reprogramming options were delivered for the crt-d that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.